Manufacturer narrative:
The reported event of noise was not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented for a right ventricular lead revision procedure due to lead noise. During the procedure, the physician had difficulty extracting the rv lead and accidently dislodged the left ventricular lead. The patient is pacemaker dependent and patient¿s blood pressure and heart rate dropped subsequently. The entire system was explanted and replaced. The patient was stable before and after the procedure.

Manufacturer narrative:
Correction: patient codes for low blood pressure and low heart rate were missed in the initial report. This report notes the appropriate codes.